Manufacturer narrative:
A visual and dimensional inspection were performed on the return device. The reported difficulty to advance and remove were unable to be confirmed due to the returned condition of the stent delivery system. The reported labeling issue was unable to be confirmed as all labels were correct per product specifications. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot.the investigation determined the reported difficulty to advance and remove appear to be related to operational circumstances of the procedure. Based on the reported information, and returned device analysis, it is likely that during advancement of the stent device through the introducer sheath (is) the stent became damaged or flared against the inner wall of the sheath resulting in the reported difficulty to advance. During retraction, the flared stent strut became caught with the tip of the is resulting in the reported difficulty to remove, subsequent damage to the stent, the tear on tip of the sheath. The noted stent movement likely occurred during movement of the is to inspect the stent during return analysis. The noted kink on the shaft likely occurred during packing for return analysis. There is no indication of a product quality issue with respect to the design, manufacture.additionally, the various commercially is available have inner diameters in a range from 2.14mm to 2.26mm. To determine the sheath size compatibility of the omnilink elite (ole) product during the development phase of the product, testing was conducted with marketed is. It was determined that the 8.0mm ole size could be advanced in sheaths that had an inner diameter of 2.12mm (0.083-in) or larger. In addition, it should be noted that there is no specific industry definition of 6f sheath dimensions or what it means to have a product that is 6f compatible. The only guidance the sheath producers have is to make the inner diameter larger than 2.00mm and smaller than 2.33mm. This contrasts with the convention for guiding catheters that have a clear definition of a maximum outer diameter of 2.0mm. The lack of clear industry guidance may be a contributing factor to why there is a broad range of inner diameters found in commercial is. There is no indication of a product quality issue with respect to the design, manufacture.b3, b6: corrected dates.

Event description:
Additional information received indicated that this was an abdominal aorta stenting procedure.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the 8.0x59 mm omnilink elite stent became stuck inside the 23 cm 6fr sheath during the procedure. The sheath was not kinked. The stent was removed from the patient with the sheath and a new larger sheath and omnilink elite stent were used to complete the procedure. There were no adverse patient effects. There was no reported clinically significant delay in the procedure. The physician remarked that the larger and longer stents do not go through the sheath size mentioned on the packaging. No additional information was provided.